Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the color display cable was returned. The reported malfunction was not duplicated or confirmed. Testing of the color display cable was unable to duplicate the malfunction. The customer received a replacement color display cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.